Event description:
Rail was applied to a patient's tibia for lengthening. During treatment, the patient fell from a wheelchair causing two cortical bone screws to break. No callus had formed at the time of the incident. A new surgery was performed to replace the broken bone screws. The first pair of broken screws were returned to orthofix srl for evaluation. The patient fell again and broke the replacement screws. No information is currently available regarding the second incident or the type of screws employed in this second incident.